Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator within one month after displaying an elective replacement indicator (eri). There is concern that the battery depleted prematurely.